Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration and qc results were acceptable. There was no indication for a performance issue of the reagent. The customer performed a visual check of the patient's sample and discovered no fibrin or clots. The customer replaced the creatinine reagent. The field service engineer performed system air purges and checked the reagent flow path. He performed precision testing with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas 8000 c 502 module. On (B)(6) 2021, the patient's initial creatinine result was reported outside the laboratory. Due to the patient's initial k result being critical and the patient's initial creatinine result being far from the patient's creatinine baseline, the customer performed repeat testing with the patient's sample. The customer performed repeat testing on the same analyzer as well as a different cobas 8000 c 502 module. On (B)(6) 2021, the customer retrieved the patient's sample from storage and thawed the sample for repeat testing on the other cobas 8000 c 502 module. The customer provided the patient's baseline creatinine range of 1.3- 1.8 mg/dl. On (B)(6) 2021, the patient's initial creatinine result was 3.51 mg/dl. The patient's repeat creatinine result on the same analyzer was 0.94 mg/dl. The patient's repeat creatinine results on the other c 502 module were 0.88 mg/dl and 0.89 mg/dl. On (B)(6) 2021, the patient's repeat creatinine result on the other c 502 module was 0.89 mg/dl. The customer determined the creatinine result of 0.9 mg/dl was correct. The creatinine reagent lot number was 53860501 with an expiration date of 31-dec-2022.